Event description:
It was reported that a vns patient experienced severe pain with stimulation during night time. The patient reported that the pain has been so bad that he has turned the generator off using the magnet. Information from both the treating psychiatrist and patient indicated that vns has helped with the patient's suicidal ideations, but the recurring pain initiates suicidal thoughts. Furthermore, the patient is experiencing a different type of depression along with major voice alterations when vns stimulates. System and normal mode diagnostics were performed and resulted within normal limits. At the moment, settings were increased and no further interventions were done. Good faith attempts to obtain additional information from the treating psychiatrist have been unsuccessful to date.